Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert went off. There was a suspected fracture as the lead exhibited noise and counts to the sensing integrity counter (sic). The lead was turned off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.